Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint of crossing difficulty was unable to be confirmed due to unavailability of the device nor applicable imagery was provided. Available information suggests that patient factors (pre-existing non-edwards valve) and/or procedural factors (guidewire management) likely contributed to the event as provided information indicated that ''it was observed through fluoroscopy that the guidewire had passed through an upper strut of a pre-existing non-edwards valve'', and ''when the nose cone reach the level of the pre-existing valve the delivery system became lodged''. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 23mm sapien 3 ultra resilia. During the procedure, it was observed through fluoroscopy that the guidewire had passed through an upper strut of a pre-existing non-edwards valve. The delivery system with the valve was advanced to the ascending aorta. When the nose cone reached the level of the pre-existing valve, the delivery system became lodged. Finally, when the delivery system was freed from the pre-existing valve it was decided to expand the valve in the descending aorta. The patient was sent to intensive care after procedure. The perceived root cause was that the nose cone was lodged in upper strut of pre-existing non-edwards valve.